Manufacturer narrative:
H3: product analysis: evaluation determined that the stator is loose inside the housing. The likely cause of the failure could not be determined. It was also noted that the cable connection pins are looses and bents. B3: date of event notification: 12th nov 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair request escalated to a product event due to return in less than 90 days from purchase or repair and on evaluation due to the stator is loose inside the housing.